Manufacturer narrative:
The customer report of broken wiring harnesses was confirmed during physical inspection. The issue was determined to be due to physical damage during removal of the wiring harness from the display board connector. External inspection of the returned bezel assemblies was performed. S/n (B)(4) the door wiring was found to be severed and frayed. S/n (B)(4) insulation of the door wiring was observed cut with exposed wires. The door harness should be gently removed from the display board to avoid damage to the associated wires from the connector body. Sn (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the kit, bezel assy as the wiring harness was broken. There was no patient involvement.